Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of "crashing" following a software update, it had an error after a long boot and the microprocessing unit was replaced to resolve. Also the hard drive was reimaged, reloaded and updated. It was additionally noted that the display had a couple of white spots on the right, there was cracked solder on the electrocardiogram and radiofrequency head connectors, the antenna cables insulation were damaged at the left upper hinge and that the stylus tip was loose and was not functional. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer crashed while updating its software. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.